Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a broken haptic was discovered after the lens was placed in the eye. The lens was exchanged during the initial procedure. With a broken haptic. Additional information was provided by the surgeon, that the sulcus iol was not adequately supported. While attempting to maneuver the iol above the iris plane to cut and explant, the haptic became dislocated from the optic. The haptic was removed from the eye, but the remaining optic/haptic fell posteriorly and could not be rescued. The lens was ex changed with a different model iol placed in the anterior chamber in a second procedure. The event resolved with treatment.

Manufacturer narrative:
The lens was returned in a water like liquid inside a specimen cup. Blood and solution is on the lens. One haptic is broken in the distal area. The other haptic is pulled from the haptic insertion area. The pulled out haptic is bent in the distal area and has a bulbous area which is indicative that a weld was performed during the manufacturing process. The optic is torn/split/cracked and cut, typical of insertion and removal. The optic has additional scratches and scrape marks near the cut area. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause may be related to a failure to follow the directions for use. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).